Event description:
The physician requested a 3-0 vicryl suture on an sh needle (j416h) for a 3c episiotomy repair. The suture was given to the md and a stitch was attempted. The metal needle broke in two in the patient's tissue. The physician had a difficult time trying to find the broken piece.